Event description:
A male patient contacted lifecor customer support to report that the wire was exposed on the electrode belt near the tactile box. He also stated that he was getting check belt and check the pad messages. He stated that the alarms are nonstop and that he is currently not wearing the device because of the alarms. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The trunk cable was completely pulled from the distribution node. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.